Event description:
It was reported that the aseptic battery housing door latch is broken. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1, g3, g6, h1, h2, h3, h6, h11. Corrected information: h6, health effect - impact code; health effect - clinical code; device code(s). Review of the provided picture found that one of the locking latches was detached from the housing. A review of the most recent repair record could not be completed as the device could not be located at the service centre. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through a monthly review to identify potential adverse trends. The event is confirmed. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.